Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery system device 72202468 received. This is a used device from a meniscus repair procedure. The depth limiter is flared at the distal end indicating force has been applied. No t¿s or sutures were returned with the device. The complaint states that the implants were removed but neither t1 nor t2 were returned with the device. The functional test showed that the actuator advanced but would not retract. The delivery needle has been twisted. No further investigation is warranted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Simultaneous deployment it was reported that t1 and t2 deployed simultaneously from the fast-fix 360 curved device. Operation was completed successfully with a backup fast-fix 360 curved device. Both implants were removed and no patient impact or delay was noted as a result.